Event description:
It was reported via repair work order that the patient left track was torn in half which will prevent the stair pro from functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.